Manufacturer narrative:
Corrected d3 manufacturing plant address, state, and zip code. H3: one device was returned for repair with complaint that the pump showed alarm cassette not attached properly. Service history review found no repair within past 12 months. Review of event log verified complaint. Verification testing did not duplicate the reported problem. As a preventive measure replaced downstream occlusion (dso) seal, sensor and bezel. Device passed all testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the alarm. "Cassette not attached properly." There was unknown patient involvement. No patient harm/adverse event was reported.